Event description:
It was reported the anchor of the angio-seal device would not set and upon withdrawal, slipped out of the delivery sheath. Additional info was received in december, 2004 concerning this case. It was reported during deployment the angio-seal device was advanced and the first click was heard. When pulling back, the device pulled out of the sheath (device did not go into rear lock position). A this point, the device was "re advanced" and pushed into the vessel; the collagen and anchor were most likely intra-arterial. Partial hemostasis was achieved and manual pressure was then applied; which may have caused the components to float downstream. The pt presented on december 2004 and was taken to the procedure room the next day, a femoral arteriogram revealed in occlusion at the bifurcation. A balloon angioplasty was performed; flow was restored and the pt was discharged. A search of the database revealed on sts certification documentation for the user.